Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixation of the mesh on laparoscopic ventral hernia, the nurse reported the mesh would tear as tacks were placed. Multiple tackers were used because the mesh was tearing. Another device had to be opened to complete the case. There was no patient injury.